Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the pt reported they suffered from a fall thinking they messed the spinal cord stimulator (scs) system up because they felt like they were being electrocuted. Pt explained they could feel the electrical sensation all over their body, mostly in stomach/sides of stomach/shoulders/collar/arms legs (every part other than head). Pt stated 911 was called when incident occurred but they declined going to ER the next day the same thing but this time they were taken to the hospital after 911 came out. Pt had turned their ins off 4-5 months ago. Pt remarked they tried to charge the ins battery but it does not detect the device (no device found). Pt described the sensation lasting for a very long time (several minutes or longer) causing them to shout/scream. Pt began to feel electrical shocking sensation during call; it happens when they put pressure on their body. Patient services (pss) noticed someone was present with pt who denied any marks/swelling/signs of trauma on back. They commented that the hospital performed a CT scan which indicated the leads/wires/battery looked fine with nothing appearing out of place. Pss advised pt to address situation with all medical doctors related to their scs especially before attempting to charge implanted battery.